Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. No intervention had been reported. The lead remained implanted. No patient symptoms were reported. No responses for additional information have been recieved.